Event description:
It was reported that a patient indicated that their implantable neurostimulator (ins) was "not working". There was no further detail about the nature of the complaint. The ins was explanted, but the exact explant date was not known. Further information has been requested. If more information is received, a follow up report will be sent.

Event description:
Additional information received reported that there were no malfunctions seen and the cause of the event was not determined. It was stated that the device was explanted due to lack of therapeutic effect.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the ins was received with no telemetry and the battery had reduced capacity due to overdischarge. According to the trace report obtained from the ins after physician mode reset (pmr) recovery, the total recharge count prior to receipt in the analysis lab is 17. The last recorded recharge session done while the device was implanted was on (B)(6) 2012. The device was recharged for 1 hour and 56 minutes. The battery charged from 3.730v to 3.875v. The parameter trend diagnostic section of the trace report shows patient usage for one minute after this recharge session. The device has gone into lock mode 2 times; the last recorded was on (B)(4) 2012. The battery was never recharged until the physician mode recharge done in the analysis lab on (B)(4) 2013. A normal recharge started automatically after a physician mode recharge at body temperature with a 1cm spacer between the ins and recharge antenna. The recharger had full coupling and the ins recharged for 3 hours and 7 minutes from 2.74v to 3.84v. Charging was interrupted to obtain the ir and trace report. Charging resumed for 2 hours and 26 minutes bringing the battery voltage to 4.050v. The parameter trend diagnostic section contains records from 6/25/12 to 8/28/12. The longest "therapy turned on" time during this period was 1 hour 17 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.